Manufacturer narrative:
(B)(4).

Event description:
New information received states that reoccurring noise and an increase in high hv lead impedance were observed. The lead was capped. During lead replacement procedure, patient suffered from left pneumothorax. The procedure was cancelled, and a new lead was successfully implanted the next day with no further complications for the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device change out for eol, right ventricular lead noise was observed. Programming changes were made to the new device and the lead remained implanted. The patient condition was good.